Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer woke up experiencing low blood sugar symptoms of shaking and incoherence. Customer attempted to test on her meter twice and received error messages within meter specification (e-1). Customer's mother obtained orange juice and fed to the customer. Customer felt better and ate lunch meat and crackers. Requested return of suspect device and replacement was sent.

Event description:
It was reported that: "implant revised due to osteolysis and stem loosening."